Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 1996 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 1997 and trelex natural mesh (meadox medicals, inc.) Was implanted. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems and recurrence. It was reported that the patient underwent surgery on (B)(6) 1998 for paravaginal defect repair. It was reported that the patient underwent surgery on (B)(6) 2009 for revision of synthetic mesh graft. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse post hysterectomy, central and lateral cystocele, weakened pubocervical tissue, weakened cardinal uterosacral tissue and enterocele. It was reported that the patient had the concurrent procedures of a vaginal extra corporal colpopexy, anterior colporrhaphy, enterocele repair, creation of neocardinal uterosacral ligament complex and bilateral sacrospinous ligament fixation performed during mesh implantation. It was reported that the patient underwent mesh revision on (B)(6) 2009 for constriction band of vaginal synthetic mesh graft. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.